Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. During the changeout procedure, it was noted that the right ventricular lead exhibited lead noise that was recreated by isometric testing. The pacemaker was explanted while nothing was done to address the lead. Patient was stable. Related manufacturer reference number: 2017865-2021-40557.